Manufacturer narrative:
Sample has not been returned to MFR in time for this report.

Event description:
The event is reported as: alleged issue: during a nephrectomy, when the surgeon applied a third clip on the renal artery, it remained stuck in the applier. A part of the clip was on the artery and the other one into the jaws. The surgeon had to cut a little piece of the renal artery to remove the clip. Two clips were already used with no issue. The surgeon achieved the intervention without any issue for the pt. No reported pt injury. Pt current condition is fine.